Manufacturer narrative:
It was reported that the disposable is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported: "we have a patient whose line showed signs of aneurysmal dilatation and recently started leaking at the connection between the hub and the line. This is the second bioflo and the 2nd leak in the line that this patient has experienced" . The line was removed and replaced with a new of the same device. It was indicated the patient suffered no permanent harm or injury due to this event. It was reported the defective disposable device is not available for return to the manufacturer. .

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Shr review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. A potential root cause for this failure is over torquing of the hub to extension tubing junction during cleaning/use of the device. Based on similar reported failure mode, car 2016-291 was opened to investigate this issue, which resulted in CAPA 2016-014. Per CAPA, on site clinical training was performed on the proper use of bioflo dialysis catheters. In addition, a torque resistance specification has been added to the design inputs of this product family. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the following is provided as a reference from dfu item number 16600701-01: warnings: in the rare event that a hub or connector separates from any component during insertion or use, take all necessary steps and precautions to prevent blood loss or air embolism and remove catheter. Use of excessive pull force on the catheter may cause the suture wing to detach from the bifurcate. Do not use acetone on any part of the catheter tubing. Exposure to this agent may cause catheter damage. Do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Catheter will be damaged if clamps other than what is provided with this kit are used. Clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter. Examine catheter lumen and extensions before and after each treatment for damage. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).